Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation was performed for the finished device lot bff-52, and no non-conformances / manufacturing irregularities related to the malfunction were identified. (B)(4) parts were manufactured per specification. 1 part was scrapped at op 130 due to a laser fault.

Event description:
A. Was there a surgical delay because of this event? If yes, what was the duration of the delay? As this was a revision surgery, there was no surgical delay. B. What is the affected side involved in this event? Please refer to additional event information a-5693880. A-5693880 - call log with (B)(6) (B)(6) 2021: he was unable to confirm which was the affected side, however he advised that the revision surgery on (B)(6) 2018 was for the same side as the revision surgery on (B)(6) 2021 (captured in (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 49 parts were manufactured per specification. 1 part was scrapped at op 130 due to a laser fault.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case logged to capture additional revision associated with (B)(4). The patient was revised for dislocation.